Event description:
It was reported that pump experienced malfunction alarm with code displayed as malf 0 and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset device without recurrence of malfunction, and was advised to continue using pump and call back if issue happened again, which customer acknowledged and understood.